Manufacturer narrative:
Conclusion - the medical device performed as intended and did not malfunction. The reported incident occurred solely because of a unique set of sequential operator errors. This scenario is unique because the operator entered the same erroneous specimen number on two critical windows; on the result entry window, if the operator had entered any specimen number other than the same one that was incorrectly linked previously, the medical device would have detected the operator error. Wyndgate recommends that the site retrain its employees on the proper use of wyndgate's software. It should also implement additional operator controls on its process linking the specimen to the patient. The medical device is dependent on the operator consistently and accurately entering correct data for the proper functioning of this system. The software can only react to the data that is entered. In this case, where the wrong data was entered twice, hhb had no way to control the outcome. The linkage of the specimen to the patient is a critical entry point which further device processing occurs. A reminder will be sent to all clients to reiterate the importance of proper specimen linkage and data entry. Action taken - as a precaution, wyndgate sent a product bulletin to all of its clients using the hbb system reiterating the importance of proper specimen linkage and data entry. This same notice will also emphasize the need to thoroughly train employees on the proper use of the hbb system.

Event description:
A client site reported an event on (B)(6) 2009 which was caused by a sequence of operator errors. The medical device wyndgate's safetrace tx rebranded as horizon blood bank did not malfunction. The scenario at the reporting site involved two patients (patient a and patient b for descriptive reasons) and their associated blood specimens. As a consequence of sequential user errors in entering the patient's specimen accession number, the testing results from an incorrectly identified specimen were linked to the wrong patient. Informational bulletins have been distributed by wyndgate to all sites that currently using either horizon blood bank or safetrace tx products. Additional manufacturer narrative is included with this report as an attachment.